Manufacturer narrative:
Visual inspection of the returned product found a portion of the lens optic torn and one haptic torn. There was evidence of clear surgical residue. No conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated, the surgeon inserted a three piece silicone lens model number aq2010v and the lens tore. The lens was removed without enlarging the incision and another lens was inserted. Sutures were not required to close the incision.